Event description:
It was reported that this implantable pacemaker exhibited connection issues. Due to this the patient experienced shortness of breath and a presyncopal episode. The patient was taken for an x-ray and a second procedure was performed in order to resolve the event. This device remains in service. No further adverse patient effects were reported.

Manufacturer narrative:
Amendment: the evidence suggest that the symptoms experienced by the patient were due to lead dislodgement, therefore, it is not likely that the device would be involved. There is no evidence that reasonably suggest malfunction from the device.

Event description:
It was reported that this patient with this implantable pacemaker experienced shortness of breath and a presyncopal episode. The patient was taken for an x-ray and a second procedure was performed in order to resolve the event. This device remains in service. No further adverse patient effects were reported.